Event description:
Leak in balloon of et tube x 2. 9/14 1st incident, 20 to 30 mins after initial intubation. 9/15 2nd incident. Several hrs. Later in ICU following regurgitation of charcoal material which was suctioned from et tube. Cuffs on both tubes were leak tested prior to insertion. Products indentified defective were not kept for return to MFR for evaluation.